Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, customer was taken to the emergency room (ER) then later admitted to the hospital due to an elevated blood glucose (bg) with large ketones; bg value not provided. Healthcare provider identified the ketone values as dangerous. The customer received an intravenous insulin drip, ice chips and correction boluses to treat elevated bg. After a few hours, customer ate food to further treat elevated bg. Customer was released from hospital on (B)(6) 2020 with the issue resolved and no permanent damage. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, customer reverted to manual injections for insulin therapy.